Event description:
Sorin group (B)(4) received a report that the stockert s3 bubble detector failed to function properly during a procedure. The bubble detector alarmed on the control panel and displayed a different tubing size than that selected during set-up. The clinician elected to power off the device and complete the case. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4)received a report that the stockert s3 bubble detector failed to function properly during a procedure. The bubble detector alarmed on the control panel and displayed a different tubing size than that selected during set-up. The clinician elected to power off the device and complete the case. There was no report of patient injury. A sorin group service representative was dispatched to the facility to evaluate the device. Testing of the sensor was able to reproduce the reported issue. Visual inspection of the bubble detector revealed the bladders were deformed. The sensor was replaced and attached to the sensor module. The new sensor was tested and all testing showed that the sensor was working properly. The pump has been returned to service. The investigation is on going. A follow-up report will be sent when the investigation is complete.